Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was usually observed at the arterial end of the dialyzer. The machine alarmed. Estimated blood loss was 150cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.